Manufacturer narrative:
No complaint was received with the return of this device. Failure event noted during analysis. Final analysis found an esxternal insulation abrasion 28.0 to 28.1 cm from the connector pin consistent with friction to the device can. The etfe coating was undamaged in this location.

Event description:
This report is to advise of an event observed during analysis.